Event description:
A nurse reported that several times during cataract removal, the occlusion warning came up. They checked to see if the tip was clogged, however it was not. They went ahead and exchanged the tip, but it did not help. They also exchanged the phacoemulsification handpiece, but that did not help either. They exchanged the cassette and then did not have any further problems. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A sample has been received, but has not yet been evaluated. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. At this time the recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. (B)(4).